Event description:
It was reported that the user experienced recurrent low glucose events after a recent fast restart, including a lowest continuous glucose monitor value of 54 mg/dL confirmed by glucometer, treated with oral carbohydrates (sweet tarts), and trending up at the time of follow-up while using a Libre 3+ sensor. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention with oral glucose; no serious injury, illness, or impairment was reported. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.